Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please explain what is meant by ¿spontaneous opening of staple line¿. Were there any issues noted with staple formation or was the issue caused by patient factors (tissue quality)? The line clamps, was malformed, or there was the opening of the clamps and the tissue ended up not being tapped. There was nothing the surgeon informed about any eventuality with the tissue. The lot number provided confirms an ats45, not the ets45 that was reported. Was an ats45 used in the case? The item used was ats45. How was the tissue repaired in the area of the opening of two staple lines? The surgeon had to manually make the suture tissue. What color cartridge was being used? Load blue. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Do not understand the question. Were any of the forces higher or lower than expected (closing, firing, or opening)? Was buttressing material utilized? If so, which product? Pds suture was used. How was the procedure completed? The procedure was completed with the manually suturamento technical tissue with suture. Was a leak test performed and if so, what was the result? It was not informed. What was the bmi of the patient? It was not informed. Was the patient male or female? It was not informed. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? There were no reports of complications with the patient.

Event description:
It was reported that during a gastroplasty bypass procedure, the stapler functioned poorly; presented with spontaneous opening of two staple lines. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # l5528t. Articulation bands. Conclusion: the analysis showed that the atw35 device was received with the articulation mechanism damaged. No cartridge reload was received for analysis. The returned device was tested for functionality with a test reload; when fired the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation band was found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.